Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4: ref MFR reports: 1627487-2012-10362, 1627487-2012-10363, 1627487-2012-10365. The pt received the scs system which consisted of two leads (from the same lot), two lead anchors (from the same lot) and an ipg. It was reported the pt stated he has experienced heating while charging the ipg since implant. In addition, the pt reported the scs system has never worked to his liking and has requested to have the system removed. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.